Event description:
During laparoscopic cholecystectomy, surgeon stated he was having trouble with the harmonic scalpel. It was found that a piece -2mm x 7mm- had broken. It could not be found in the pt's abdomen and initial imaging studies were negative for fb. Additional imaging studies were completed following the surgery which showed the tip near the inferior portion of the right lobe of the liver.